Manufacturer narrative:
No complaint sample or lot code information was provided by the consumer. Without this information, it is not possible to evaluate the product.

Event description:
Consumer claimed that the product caused growth of facial hair. No medical attention was sought for this condition.